Manufacturer narrative:
A replacement power supply was sent to the customer. F/u attempts were made to get add'l info from the customer and were unsuccessful. The product was received and eval on (B)(4) 2013. The eval revealed that the housing on the transformer was breached and cracked in half and there were two screws missing that hold the unit together which poses a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. This corrective action applies to transformers with a date code greater than or equal to 3912. Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration. Possible resolutions provided to customer: replacement product or online ordering info. Should add'l info be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.

Event description:
Customer called to report that the power adapter to her pump in style has broken apart. The screws that hold the cover together fell out and the unit broke apart.